Event description:
It was reported that the patient presented for an implant procedure. During positioning, the right ventricular lead exhibited low r-wave amplitudes, loss of capture, and noise. The physician replaced the lead during procedure successfully. The patient was in stable condition.

Manufacturer narrative:
The lead was returned for the reported events of failure to capture, noise, and low r-wave amplitudes. A complete lead was returned in one piece with blood clogged in the helix. Visual and x-ray examination found no anomalies aside from procedural damage. Electrical testing found no conductor fractures or internal shorts. The reported events were not confirmed.